Manufacturer narrative:
Co has completed investigation of the MDR incident. Calibration tests indicated that the meter is within labeled specifications. Visual examination of the meter optics found dirt and scratches, which may effect meter results. We were unable to conduct blood performance testing as the meter discarded immediately following the above calibration tests and visual examination. Corrective actions have instituted to prevent this type of occurrence in the future. Co concludes that the inaccurate results may have been due to user error, improper meter cleaning/maintenance, or some unk anomaly. At this point investigation of this matter is closed.

Event description:
The pt, a iddm, began obtaining fluctuating blood glucose results on his meter(300's to 90"s within a few minutes of each other). At 4:0/p, he tested on his meter with a result of "458 or 460" mg/dl. Based upon this reading, he took an add'l 4u regular insulin. His son came to check on him at 4:30/p, found him unconscious and summoned an ambulance. The paramedics performed a blood test on their meter(unknown brand), but could not obtain a result "it was so low." He was given IV glucose and transported to the hospital. Upon arrival, his blood glucose was "in the 80's." He was not treated and was discharged 1 1/2 hrs later when his blood glucose reached 128 mg/dl. Meter maintenance and calibration status is unknown at this time. The pt reported that because of a vision problem, "it's hard to see if you've got the right spot. Sometimes I miss half the dot" on the test strip.